Event description:
It was reported that during a morbid obesity procedure, the device fired, but locked. The surgeon tried to open the device, but the jaws would not open. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.